Manufacturer narrative:
Returned for evaluation was 25 cm fiber. A visual review of the fiber notes a kink(fracture), 148 cm from the tip. Functional testing could not be performed due to the condition of the device. The customer's reported complaint description of a bent (fractured) fiber is confirmed. Although the complaint description is confirmed, a definitive root cause for the event cannot be determined. A possible contributing factor could be due to user technique. As stated in the IFU "avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a diameter of 20 cm." Although this theory cannot be definitely determined it does not appear to be design or manufacturing related. Adequate process controls are in place to detect this failure. The fracture was noticed during preparation and the patient was unaffected due to this event. A lot history records search revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Prior to packaging, all components are inspected for damage. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4). Device not returned to date.

Event description:
As reported (B)(6) 2017:when prepping for an evlt procedure, when opening the sterile packaging, it was noted the laser fiber was bent. The device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to the event. It was reported the disposable device is available for return to the manufacturer for a device evaluation.